Event description:
Boston scientific received information that this implantable defibrillation lead provided an inappropriate shock due to oversensing of the patient's p-wave. Fluoroscopy determined the lead was dislodged and had migrated to the patients atrium. Additionally fluoroscopy revealed the helix mechanism was retracted. The lead was successfully explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Microscopic inspections of the lead found the proximal end of the distal spring electrode was slightly separated from the lead body insulation. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations.

Event description:
--

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.